Event description:
An issue was reported where the pump unexpectedly displayed a reset screen, went blank, and showed a missing cgm graph. This incident did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support informed the customer that the pump's reset was a safety feature for performance assurance, instructed on necessary steps such as restarting cgm sessions and reloading the cartridge, and the customer successfully resumed insulin use.